Event description:
This is a report received from global pharmacovigilance (gpv) and is a report from a consumer with supplemental information provided by a nurse in the USA of transfer set connection became loose and peritonitis with culture positive for yeast and positive blood cultures in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapy (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, dianeal therapy was withdrawn. During a call with baxter customer services, the following was reported by the patient's daughter. On (B)(6) 2012, the patient (pt) experienced peritonitis. On (B)(6) 2012, the pt was hospitalized for the peritonitis. The consumer reported "thinks patient has a yeast infection from the tubing" (further details not provided). The pt was recovering from the peritonitis event and is currently not on pd therapy. On the same date, the following additional information was received from the pd nurse (pdn). On an unreported date, the transfer set connection became loose and the nurse thought "something came in the tubing" (details not provided). Per the pdn this led to a break in aseptic technique described as touch contamination. The pdn clarified date of peritonitis experienced by the patient as (B)(6) 2012. The pdn confirmed the reported date of hospitalization. On (B)(6) 2012, baxter product surveillance contacted the pdn and received the following additional information. On an unreported date, the patient (pt) came into the clinic because his transfer set had become loose and was leaking. Action taken with the transfer set was not provided. The pdn stated that a week later (unspecified date), the patient developed peritonitis. The pdn explained she could only provide limited detail as the pt?s records had been transferred to the hemodialysis (hd) unit of the hospital and were unavailable. During hospitalization, the patient received antibiotic treatment and the pdn thought vancomycin but could not be sure if it was vancomycin or another antibiotic (dose, frequency, and lot not available). During hospitalization, a hd catheter was placed and the pt was transferred to hd therapy (date unknown). At the time of this report, the pt remains on hd; however, per the pdn, since the patient wants to go back on pd therapy, the pt will probably be put back on pd therapy at some point in the future (date undetermined). The pdn reported that the pt has recovered from the peritonitis (date unspecified). The pdn further clarified that the loose connection was caused by manipulation of the transfer set connection by the patient during cleaning which resulted in a touch contamination causing the peritonitis. The pdn confirmed there was no product issue with the transfer set and the pdn was unable to describe any further detail with regards to exactly where the transfer set became loose. The pdn confirmed the cause of the peritonitis and loose transfer set connection with leak was due to manipulation and touch contamination by the patient and not related to a baxter device or solution. No further information is available.

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to lack of sample for evaluation. The complaint report indicates the connection loosened between the transfer set and patient catheter adapter, leading to leakage and a subsequent break in aseptic technique. Since the product samples are not available for evaluation, no root cause can be determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up will be submitted.